Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
Customer reported via phone call that the insulin pump had multiple motor error alarms. Blood glucose was unknown. The insulin pump was returned for analysis.